Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it sounds like there is air or o2 leaking inside the unit. Found during testing and there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. The reported issue was verified during lock off leak test. The exhalation valve element was found missing. The root cause was due to user interface. The exhalation valve element was replaced to resolve the issue. Device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.